Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer experienced hypoglycemia. The customer¿s blood glucose level was 54 mg/dl at the time of incident. The customer did not mention any treatment and symptoms related to low blood glucose level. The insulin pump will not be returned for analysis.